Event description:
Had essure installed for lack of a better term and since then I have had periods of headaches, nausea, vomiting, abdominal cramping, excessive bleeding, menstrual cycle issues, metallic taste in mouth, and other minor issues which have caused loss of work.